Event description:
It was reported that the customer was hospitalized due to a high blood glucose reading over 400 mg/dl. A nurse at the hospital stated that the customer did not know how to properly use the insulin pump and requested additional training for the customer. No troubleshooting was reformed.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.